Event description:
Per the implant records, the patient was reported to have a history of extensive deep vein thrombosis (dvt) and pulmonary embolism (pe) with a relative contraindication of anticoagulation. The right neck was prepped and draped in the usual aseptic fashion. Utilizing a needle single wall needle, the right internal jugular vein was accessed, and a wire was inserted through the needle and the track dilated with a sheath which was advanced through the inferior vena cava inferior vena cava. An inferior venacavogram was then performed revealing a widely patent inferior vena cava without evidence of stenosis or thrombosis. The trapease filter was successfully deployed with its apex located below the renal veins. Post filter placement, a chest x ray revealed no radiographic evidence of acute abnormality. Approximately nine years after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for filter evaluation. The scan reported an "optease" type ivc filter. There are six sidebars all of them appear to project outside the walls of the ivc up to 3mm. The top of the ivc is tilted 12 degrees to the right. The tip of the filter is positioned 3.5 cm below the orifice of the left renal vein and 2.3cm inferior to the orifice of the right renal vein. Some of the struts approach the second portion of the duodenum, but none seem to penetrate this structure or any of the other structures of the retroperitoneum. No strut fracture or bending is appreciated and the ivc appears of normal caliber above and inferior to the filter without evidence to suggest stenosis. A pain pump lower pack was seen in the right mid abdomen extending to a spinal catheter. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the inferior vena cava (ivc) and tilting of the filter, becoming aware of these events approximately nine years after the filter implantation. The patient further experienced chest pain and anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused evidence that the filter is tilted and perforates the ivc wall. The patient reported becoming aware of the events approximately nine years post implant. The patient also reported chest pain and anxiety related to the filter. According to the implant record the indication for the filter implant was extensive deep vein thrombosis (dvt) and pulmonary embolism (pe) with a relative contraindication of anticoagulation. The filter was placed via the right internal jugular vein and deployed with the apex located below the renal veins. Post filter placement chest x ray revealed no radiographic evidence of acute abnormality. Approximately nine years post implant an abdominal computerized tomography (CT) scan was performed to evaluate the filter. The report noted an "optease" type ivc filter. There are six sidebars all of them appear to project outside the walls of the ivc up to 3mm. The top of the ivc is tilted 12 degrees to the right. The tip of the filter is positioned 3.5 cm below the orifice of the left renal vein and 2.3cm inferior to the orifice of the right renal vein. Some of the struts approach the second portion of the duodenum, but none seem to penetrate this structure or any of the other structures of the retroperitoneum. No strut fracture or bending is appreciated and the ivc appears of normal caliber above and inferior to the filter without evidence to suggest stenosis. A pain pump lower pack was seen in the right mid abdomen extending to a spinal catheter. The product remains implanted and thus not available for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. Chest pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues or other undisclosed comorbidities. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused evidence that the filter is tilted and perforates the ivc wall. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an unknown trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: there is specific evidence that the filter is tilted and perforates the ivc wall. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.